Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic ultrasonography (eus) procedure (patient age over 18 years). According to the complainant, the hydrophilic tip of the wire was sheared off by the tip of the eus needle. The detached portion of wire was retrieved from the patient's bile duct. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Tip sheared off by another device. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.